Manufacturer narrative:
(B)(4).

Event description:
Procedure type: vats. According to the reporter: the reload was used in a vats surgery for a male patient they used the reload with a new egia ultra standard stapler on the pulmonary artery. The reload did fire the staple pins but post retracting the black knob of the stapler, its jaws did not open. They tried to pull back the knife, but were not successful. Finally they had to suture the artery and managed to save the middle lobe of the lung. Patient had to be shifted to ICU and was kept on ventilator for two days under observation as his condition was critical. Patient is currently stable. Egiaustnd. Product desc: egia ultra universal stapler. K083519.